Event description:
It was reported that during a lap. Hernia procedure they could not get anything to go thru the needle. Another device was used to complete with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.